Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The device was reported as discarded. Without the return of the device, a definitive cause could not be determined. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is tested to verify the functionality of the device. A review of the device history record for this lot did not produce any findings relevant to this event. A query of the complaint-handling database was performed and there have been no other similar incidents reported from this lot.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after deployment, the device would not release from the patient anatomy. The device was removed by pulling it straight out. Closure was reportedly not successful; therefore, manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.